Event description:
It was reported that the patient underwent a pump exchange from a heartmate ii to a heartmate 3.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Manufacturer narrative:
Manufacturer¿s investigation conclusion: it was reported that a pump exchange took place from heartmate ii, serial number (B)(6), to heartmate 3, serial number (B)(6), on (B)(6) 2024. No device related issues were reported. The device was not returned for evaluation. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. Heartmate ii left ventricular assist system (lvas) instructions for use (IFU), is currently available. Although no device related issues were reported by the account, the IFU lists potential adverse events that may be associated with the use of the heartmate ii lvas. No further information was provided. The manufacturer is closing the file on this event.